Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "physiological obstruction / kinked catheter / blocked by clots". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter did not drain quickly enough or incomplete in quantity. It seemed to be obstructed. When using disposable catheters, the bladder did empty completely. The control was performed with a bladder scan. Previously there were no complaints but since 2 weeks complaints increased. The implications was possible overfilling of the bladder due to faster filling of the bladder than emptying via the catheter. The risks were patient collapse or bladder rupture.

Event description:
It was reported that the foley catheter did not drain quickly enough or incomplete in quantity. It seemed to be obstructed. When using disposable catheters, the bladder did empty completely. The control was performed with a bladder scan. Previously there were no complaints but since 2 weeks complaints increased. The implications was possible overfilling of the bladder due to faster filling of the bladder than emptying via the catheter. The risks were patient collapse or bladder rupture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned